Manufacturer narrative:
H6. Investigation findings updated to 213.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. Case was escalated and it was determined the system is working within expectations. Emergency room dms review, the system is being used with firmware and there is information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.